Event description:
The user facility reported that the unit was emitting an acidic burning smell during processing cycles causing a staff member to sustain a headache. The employee self-treated with over the counter ibuprofen; the user facility reported that the staff are fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the unit and found it was operating properly; no issues noted. The technician also ran a leak test and non-lumen cycle both which completed successfully. The technician changed the oil and filters and confirmed the unit was operational. The unit has remained in service and no further issues have been reported regarding an odor. The device history record evidences the unit was manufactured according to specification. The cause of the reported odor appears to be overheating of the oil in the vacuum pump which then volatizes and causes an odor; this may be attributed to high usage of the device. The vacuum pump oil is non-toxic and not considered hazardous; there is no visible oil release, just the odor of volatized oil. This does not affected sterilization of instruments processed in the sterilizer.